Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was beeping every twenty hours for charge timeout. I t was reported that approximately six years ago the device was turned off/disabled because the patient no longer required it and the device was left implanted post-end of service (eos). The device remains implanted. No patient complications have been reported as a result of this event.